Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples. Date time sg value bg value a. (B)(6) 2025 21:07 376 mg/dl 197 mg/dl b. (B)(6) 2025 23:23 107 mg/dl 177 mg/dl. The issue did not result in sensor removal or any patient harm.

Manufacturer narrative:
While complaining about sensor inaccuracies, the customer also mentioned that the transmitter was unresponsive. The case was escalated to next level support who issued a transmitter replacement. The customer was not using the system since 18-jul-2025 as transmitter was unresponsive. The customer stated that they would not use the system until 29-jul-2025. As a result, no review of the glucose data in data management system (dms) was possible up until 29-jul-2025. The customer received the replacement transmitter but did not start using the system as they developed abscess at the insertion site. This abscess (infection) issue will be submitted separately under complaint (B)(4). Because of infection, the sensor was removed by the hcp. The customer stated that they will not get re-inserted for about six months. Thus, no investigation of sensor inaccuracies issue was possible. The potential root cause of the observed inaccuracies could be due to development of infection at insertion site. However, this cannot be confirmed as sensor was discarded after sensor removal.